Event description:
Technician alleged that the brake casters were locking in place but have a slight swivel movement. No patient impact.

Manufacturer narrative:
The technician found the brake casters were bad. The technician replaced the brake casters to resolve the issue.